Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the tampon had no string attached and was stuck inside. She was able to manually remove the tampon with no medical assistance. No further information has been received.